Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same the day, the patient was hospitalized for the event. On the same day, the patient was treated with injection of vancomycin 2 gm (frequency, route and duration not reported) and injection of gentamicin 20 mg (frequency, route and duration not reported) for peritonitis. At the time of this report the patient outcome of this peritonitis event was unknown. Action taken with dianeal therapy was not reported. No additional information is available.